Manufacturer narrative:
Qc was acceptable at the time of the event. The roche service representative (rsr) checked the instrument and did not identify any issues. Instrument performance testing results were acceptable. Preventive and customer maintenance were performed according to schedule.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 221.80 pg/ml. This result was reported outside of the laboratory. The repeat results were 5.89 pg/ml and 4.67 pg/ml. The repeat results were believed to be correct. The troponin t hs stat reagent lot number was 512050 with an expiration date of may-2022.

Manufacturer narrative:
The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.